Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the left monitor went blank and the live image was unavailable. No pt injury was reported.